Manufacturer narrative:
D9 - device available for evaluation: no. The complaint of leaks on item cl2000s cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 mar 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a chemolock¿ that experienced leakage during use. It was stated in the report that while they are pushing doxorubicin, they noted drops on gauze after feeling resistance. Chemolock was engaged. Looked like the leak was coming from chemolock adaptor that comes attached to syringe.